Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported problem was duplicated. The motor was found to be defective, and the optical switch was disconnected. The motor and optical switch will need to be replaced. The customer received a cost estimate and upon acceptance of the quote, the repair will be carried out.

Event description:
It was reported that the device stated: "error 1870/ defective motor sensor." There was no patient involvement.